Manufacturer narrative:
(B)(4). A hospital in (B)(6) reported via a distributor that an mr850jhu respiratory humidifier "overheats". No patient consequence was reported as a result of the reported incident. The complaint device was not returned for investigation. Without the complaint device we are unable to determine the exact cause of the reported issue. The mr850 respiratory humidifier is designed to add heat or moisture to respiratory gases. The gas is passed through a humidification chamber where it is warmed and humidified. The mr850 has numerous safety features which prevent high temperature being delivered to the patient. These are outlined in the mr850 product technical manual. The device product technical manual states the following: "high temperature: the humidifier will immediately alarm if at any time the displayed temperature exceeds 41 degrees c, or if the airway temperature exceeds 43 degrees c. If either of these high temperature alarms occur, the humidifier will immediately shut down the heater-wire and heater-plate".

Event description:
A hospital in (B)(6) reported via a distributor that an mr850jhu respiratory humidifier overheated. This was noticed during use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining further information from the hospital in order to assist us with the analysis and identification of a possible root cause of the event as reported. We will provide a follow up report once we receive further information from the hospital and have completed our analysis.

Event description:
A hospital in (B)(6) reported via a distributor that an mr850jhu respiratory humidifier "overheats". This was noticed during use on a patient. No patient consequence was reported.